Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor memorygel breast implant ruptured prior to a planned breast surgery. In addition, discolored bubble-like shapes were observed on the surface of the device. No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.

Manufacturer narrative:
On 13-jan-2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-feb-2021, the investigation on the suspected medical device was completed. It was found that additional information regarding the condition of the suspected medical device was omitted on the previous supplemental report. Investigation summary: mentor then conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned device revealed no damage or anomalies. Leak testing was performed in accordance with the mentor procedures, and an area of missing material was found on the posterior view, measuring approximately 0.6 cm x 0.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the area of the missing material, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4) on 26-jan-2021, mentor received additional information regarding the condition of the suspected medical device. Initially, it was reported that discolored bubble-like shapes were observed on the surface of the device. However, additional information revealed that discolored bubble-like shapes were not observed on the device, and that the issue regarding the device was just intraoperative rupture.